Event description:
It was reported that sometime after implantation, the patient had urinary tract infections, lower abdominal pain, lower back pain, groin pain, and leg pain, specifically on the right side. She felt uncomfortable standing, sitting, and lying down was regularly painful. On (B)(6) 2020 , the patient underwent implantation of a trans-obturator transvaginal tape for the treatment of stress urinary incontinence. Her pre-operative diagnosis was suspicion of pelvic prolapse and urinary incontinence. At that time, she had urinary leaks during exercise, but not at nighttime. Upon clinical examination, her abdomen was soft. She has no prolapse but has cervico cystoptosis. She had no leaks when coughing, but her bladder was not full. During the procedure, a transverse vaginal incision was made 1.5cm from the meatus. Dissection was performed with blunt-tipped scissors, allowing to go up to the middle pelvic fascia, to perceive by finger, the antero-inferior edge of the obturator hole. Small skin incision on the external side of the labia majora were in a symmetrical manner. Symmetrical passage of the ancillary needle was under digital control in the obturator hole. Placement of the mesh "clipped" on the needle. Cough test was used to adjust the tension of the trans-obturator strip. Closure of the vaginal incision with a running suture. On (B)(6) 2021 , the patient underwent an ablation of the entire right arm of the trans-obturator vaginal tape (tot) mesh. There was neuropathic pain in the vaginal cul-de-sac and root of the right thigh with pain painful trigger point since the tot mesh was put in place due to the probable damage to the obturator nerve. Operative notes indicate that the mesh that was quickly identified. Initially, it was not dissected in its sub-urethral portion but only in the right lateral-urethral part. It was possible to go around it and was possible to dissect the entire vaginal portion of the right arm of the strip down to the obturator membrane. Vertical counter-incision of four centimeters at the root of the thigh after lengthening the leg. The adductor muscle fibers were pushed back and the obturator foramen is reached and the obturator nerve was visualized, which was actually in contact with the strip. The entire lower right side of the strip can be freed and completely recovered through the vaginal incision. Sections of the strip were seen in the right lateral urethra. The polypropylene was "revived" by excising the fibrous tissue in contact using a cold blade. The right lateral urethral section was reattached to the right peri vesical fascia to try to minimize the risk of recurrence of incontinence. On (B)(6) 2022 , the patient underwent a tension-free vaginal tape (tvt) sub-urethral sling, subtotal hysterectomy, left adnexectomy, and anterior and posterior promontofixation by robotics. During the procedure, longitudinal colpotomy of approximately two centimeters halfway between the external ureteral meatus and the bladder neck. There was limited urethrovaginal dissection, until contact with the lower edge of the ischiopubic branch. Passage of the needles of the sling retropubic on either side of the bladder neck, after removal of the posterior valve. Cystoscopy confirmed the correct positioning of the needles and the absence of bladder penetration of the tape or urethral wound. The tape was adjusted by leaving a sub-urethral gap of approximately five millimeters. Removal of the shirt and section of the arms of the mesh at its exit points above the pubic bone. Exploration of the abdominal cavity was unremarkable. At the pelvis level, the uterus was enlarged, the left ovary was hypertrophied and suspicious in appearance, the site of adhesions with the sigmoid. The right ovary was healthy. Approaching to the promontory after locating the right ureter, the peritoneum up to the root of the right uterosacral ligament was opened. A serous wound of the sigmoid was visualized and repaired with separated stitches of vycril 4/0, then a running suture is performed to bury the serous stitches with vycril 4/0. During the placement of a posterior prosthesis, the peritoneal opening of the douglas cul-de-sac was by going up on the internal face of the left uterosacral. Then after placing a malleable intravaginal blade, the rectovaginal septum was detached. When the levator ani muscles on the right and left were approached, placement of a posterior prosthesis was fixed at the level of the levator plates. The uterosacral ligaments on either side of the torus then to the promontory. The cervix was repositioned in anatomical position after without excessive cervical traction. Lastly, during the placement of an anterior prosthesis, the peritoneum opening of the vesicovaginal cul-de-sac, malleable blade in place was pushed back to the anterior vaginal wall. Then the vesicovaginal was detached up to the bladder neck. The placement of the anterior prosthesis was spread on the anterior vaginal wall and fixed by 5 ethibon 2/0 stitches. 2 isthmic ethibon 0 stitches firmly hold the prosthesis. The prosthesis was then fixed on the promontory after repositioning the cervix in an anatomical position without excessive cervical traction. The patient presented for follow-up at pain centers from (B)(6) 2021 to (B)(6) 2024 . In (B)(6) 2022 , she had occlusion of the small intestine on a probable post-operative flange. She was to follow-up for physiotherapy. She was recommended osteopathy as needed. She stopped working from (B)(6) 2020 to (B)(6) 2023. She lost her job. She had been given the recognition of the status of disabled worker and returned to her part-time work since (B)(6) 2023. She could no longer engage in sports activities and sexual relations. She has had physical fatigue but other than that, everything is fine from 2020 up to date. Note: this manufacturer report pertains to the first of two devices implanted in separate procedures.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2020, implant date, as no event date was reported. Block h6: patient code e2330 captures the reportable event of pain. Patient code e1310 captures the reportable event of urinary tract infection. Patient code e0123 captures the reportable event of nerve damage. Impact code f1202 captures the reportable event of the patient being unable to engage in sports activities and sexual relations. Impact code f1905 captures the reportable event of revision.